Event description:
Terumo received the following reported information: pre procedure, the tr band was inflated to check for leak before use. 10ml (15cc) of air was placed and air immediately leaked out. The balloon completely deflated in seconds, and air was leaking from the valve. A new band was used on patient, and it worked fine. There was no noticeable damage to device. The product was stored in a cabinet in a box before use, basic cabinet in the room. When the tm tested the device, air leaked out seconds after placing 15ml of air.

Manufacturer narrative:
A1: patient identifier: before patient use. A2: age & date of birth: before patient use. A3a: sex: before patient use. A4: weight: before patient use. A5: ethnicity: before patient use. A6: race: before patient use. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.